Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran mixer diagnostics tests, which failed for sample probe 1 (s1). The cse discovered residue build-up from the sample probe 2 (s2) drain to the integrated multisensor technology (imt) drain, and the s2 drain cracked. The cse cleaned the residue and replaced the s2 drain and s1 mixer. The cse ran mixer diagnostic test, which passed. The cse primed all probes and aligned sample probes 1,2,3 and the imt probes. The cse ran a quick check, which passed. The cause of the discordant, falsely low mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument stated that discordant, falsely low magnesium (mg) results were obtained on two patient samples. The discordant results were discovered as part of a look back performed by the customer. The discordant results were reported to the physician(s), who treated the patients with magnesium supplementation. New samples obtained from the patients after treatment were tested on the same instrument, resulting higher. The corrected results were reported to the physician(s). The customer does not know if the initial samples were re-tested. There are no reports of adverse health consequences due to the discordant, falsely low mg results.